Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator delivered non-sustain right ventricular oversensing alerts for myopotential oversensing. Programming changes were implemented. There were no negative consequences for the patient.